Event description:
The tip of the microcatheter came off during procedure. They tried to retrieve it and were unsuccessful. The caravel was used in the distal lad and the tip came off in the patients body and was not able to be retrieved.